Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with redness, swelling, cellulitis, and inflammation, under entire patch area. When the parent removed the sensor, they noted that the insertion site was red and swollen, and the parent brought the patient to the hospital. At the hospital they were seen by a nurse who confirmed that the reaction was cellulitis, and the patient was prescribed flucloxacillin and 1 other unspecified oral medication. At the time of the report the patient already started to take the medication and was stable. No additional patient or event information is available.